Event description:
The customer called and reported she was having issues with sensor accuracy. One example given was a sensor reading of 400 mg/dl while her blood glucose was 280 mg/dl. The customer also gave the example of her blood glucose being 87 mg/dl while sensor gave a reading of 57 mg/dl, causing her insulin pump to threshold suspend. Customer did not wish to be transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.